Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user was requesting to update the station ip configuration to dhcp. The customer was currently unable to log in to the station and reported issues related to the existing static ip and dhcp settings. The request was to enable automatic ip address assignment. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that ip configuration was already changed. A technical support specialist (tss) confirmed the configuration change to dhcp, and the customer verified that a support agent updated the setting. The station came online and was functioning properly. The system functioned as intended when the technical support specialist tested the device.